Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the available trend data showed a stable pacing impedance between 450ohms and 600ohms. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Reportedly, the patient had a history of minor atrial oversensing that was previously managed by decreasing the programmed atrial sensitivity. However, the stored episodes seen during the (B)(6) 2021 interrogation are reportedly worse than anything seen in the past. Provocative testing was performed and noise on the atrial egm was reproduced along with ventricular oversensing with the patient lying on her back while turning her head from side to side. The egm noise was not able to be reproduced via isometrics, valsalva, deep respiration or coughing. The post-v and post-r refractory periods were set out to 155ms and the v sensitivity value was decreased to 0.8mv. Following these adjustments, further ventricular oversensing was unable to be reproduced and the impact on inappropriate mode switch will be evaluated over time.